Manufacturer narrative:
The pump was received with no freezing or frozen screen. No button error alarm during testing. However, pump had intermittent act and up button response due to corroded keypad traces. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on her insulin pump. The patient's blood glucose reading was unknown. The customer stated that she was trying to read her blood glucose but the buttons were not working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.